Event description:
The customer reported that during preparation for use there was no image displayed on the screen, and they used another system instead. It was further reported that an olympus field service engineer (fse) visited the site, and the fse confirmed an image loss only when the video processor was connected to a standard definition scope, but it was working appropriately when connected with a high-definition scope. There was no patient or user harm reported.

Manufacturer narrative:
Customer's complete address: (B)(6). The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that there was no image signal output due to a faulty patient board (set p unit). The legal manufacturer¿s investigation is ongoing, and if new and relevant information becomes available later, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that an image was not displayed due to faulty patient board set. However, the cause of the faulty board set could not be identified. Olympus will continue to monitor field performance for this device.